Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged coupler. The device evaluation also found a dead pixel displayed on the image due to a faulty charge coupled device and a failed leak test due to a cut in the cable were discovered. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed was conducted and confirmed that no issues were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" reference page 12 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the camera head was loose. There were no reports of patient harm associated with the event.